Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at ipg site and lead site. Patient developed an abscess at the implant sites. As a result, patient was administered antibiotics to address the issue. The next course of action is unknown.